Event description:
It was reported that during insertion for an ablation procedure one faradrive sehath was selected for being used, however it was not able to aspirate. The device was replaced, and the procedure was completed without patient complications. It was further reported that the catheter was just inside the sheath, but the catheter was not in the body. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.